Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-03559. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the right lead and the left lead remains in place. The patient is receiving stimulation and is pleased the issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-03559. It was reported the patient has been receiving stimulation in her legs and not in her back. An x-ray was taken and showed the lead had migrated downward. Surgical intervention may be pending to address this issue.